Event description:
Litigation papers allege: after the implant of the device, patient experienced severe pain and discomfort; product has introduced unhealthy and/or toxic levels of heavy metals, including but not limited to cobalt and chromium, into patients tissues, blood, and other parts of patients body. Patient cannot ambulate without assistance. **update** (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address elevated metal ion levels. Additionally it was noted that the patient is bilateral. **update** (B)(6) 2011 - medical records were received. Part/lot numbers were identified with invoice search.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012 patient fact sheet form was received. There was no new information that would change the outcome of the investigation.